Manufacturer narrative:
Unit passed basic occlusion test and displacement test; however, unable to prime unit during prime/delivery test due to faulty force sensor resistor. Unable to perform excessive no delivery tests due to prime anomaly. Unit received missing end cap sticker. Unit received with minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer received a no delivery alarm. Insulin pump will be replaced per customer's request.